Event description:
It was reported that during an acdf on level-3 that the product shattered during insertion. No patient complications have been ment ioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither device nor images were returned.

Manufacturer narrative:
Additional information: product was returned. Macroscopic examination confirms the implant is fractured into three pieces. All of the broken pieces are returned for analysis. The extent of the damage suggests significant force was utilized during the attempted insertion. Optical examination of the fracture surfaces identified morphology consistent with brittle overload during insertion as the mechanism of failure.